Event description:
Bard power PICC catheter lot rekw2368, ref 3275335 attempted to be placed by radiologist with us guide. Provider was performing a PICC line in radiology using a bard power PICC catheter. Lot: rekw2368, ref: 3275335. Expiration: 4/30/27. While advancing the guidewire through the introducer, he met some resistance. He attempted to pull the guidewire back, but it began to stretch and became difficult to pull back. He used some force and was able to pull the guidewire out, it appeared knotted, looped and broken at a section. A different PICC line, an arrow PICC line was then put in place. Xray following PICC line showed a potential small piece of metal in the patient's arm. Radiology film showed piece of wire in soft tissue of arm. Purchase date: 10/27/2025.